Event description:
It is alleged by patient's attorney that on (B)(6) 2009, patient underwent surgery for a hernia repair. As alleged, a bard/davol ventralex hernia patch was implanted in the patient. As alleged, has not had a revision yet but will be having surgery. As alleged, patient has experienced pain, swelling, infection, and wires sticking out of incision site at times. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient underwent revision surgery on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this is an addendum to the initial emdr submitted in (B)(6) 2019. This supplemental emdr was submitted to report the provided date of event. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on (B)(6) 2009, patient underwent surgery for a hernia repair. As alleged, a bard/davol ventralex hernia patch was implanted in the patient. As alleged, has not had a revision yet but will be having surgery. As alleged, patient has expereinced pain, swelling, infection, and wires sticking out of incision site at times.